Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes/ fallopian tube was oozing blood from prolapsing through vaginal cuff'), neoplasm ('large tumor'), oophorectomy ('repeat/multiple surgeries / oophorectomy') and death ('client as deceased') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("complications during removal surgery"), was found to have neoplasm (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). Death occurred on an unknown date. The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral) on (B)(6) 2012). Essure was removed on (B)(6) 2014. On (B)(6) 2012, the fallopian tube perforation had resolved. By the time of death, the neoplasm, oophorectomy and complication of device removal outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered complication of device removal, death, dysmenorrhoea, fallopian tube perforation, menorrhagia, neoplasm and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: lawyer provided additional patient demographics. Oophorectomy was added to essure related surgeries. Lawyer reported that client has deceased (not more information provided) he was working with spouse regarding estate. A 35-year-old female patient essure fallopian tube occlusion insert inserted for female sterilisation. Within the first months of use, the patient experienced a fallopian tube perforation requiring a complete hysterectomy and unilateral salpingectomy approximately 8 months after insertion. At an unspecified point of time the patient furthermore experienced unspecified large tumor, had to undergo oophorectomy, and deceased (death nos, no further information reported). Essure had been removed after 2 years and 9 months of use by removal of the remaining fallopian tube (unilateral salpingectomy). Fallopian tube perforation is an anticipated event according to the reference safety information of essure, the other events are unanticipated. Given that fallopian tube perforation is part of the known safety profile of essure, a causality of essure for the event cannot be excluded (related). While there is a significant lack of clinical-anamnestic information, especially with regard to the type and location of the reported tumor, the underlying indication of the oophorectomy and, especially, the circumstances surrounding the patient's death, there is no medical-scientific information available which would link essure to the formation of neoplasms; a causal or contributory role is, thus, considered unlikely (unrelated). Given that the patient's death was reported at a later point of time and does not appear to be in temporal relationship with the initially reported fallopian tube perforation, a causality for the patient's demise is considered highly unlikely (unrelated). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes/ fallopian tube was oozing blood from prolapsing through vaginal cuff'), neoplasm ('large tumor'), oophorectomy ('repeat/multiple surgeries / oophorectomy') and death ('client as deceased') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("complications during removal surgery"), was found to have neoplasm (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). Death occurred on an unknown date. The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral) on (B)(6) 2012). Essure was removed on (B)(6) 2014. On (B)(6) 2012, the fallopian tube perforation had resolved. By the time of death, the neoplasm, oophorectomy and complication of device removal outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered complication of device removal, death, dysmenorrhoea, fallopian tube perforation, menorrhagia, neoplasm and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes/ fallopian tube was oozing blood from prolapsing through vaginal cuff'), neoplasm ('large tumor'), oophorectomy ('repeat/multiple surgeries / oophorectomy'), death ('client as deceased') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". The patient's medical history included menorrhagia, endometrial ablation, adenoma benign, luteal cyst of ovary, uterine fibroids, menstrual cramps, multiparous and abdominal pain generalized. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("complications during removal surgery"), was found to have neoplasm (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). Death occurred on an unknown date. The patient was treated with surgery (endometrial ablation in july and hysterectomy (full), salpingectomy (unilateral) on (B)(6) 2012. Essure was removed on (B)(6) 2014. On (B)(6) 2012, the fallopian tube perforation had resolved. By the time of death, the neoplasm, oophorectomy and complication of device removal outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered complication of device removal, death, dysmenorrhoea, fallopian tube perforation, menorrhagia, neoplasm and oophorectomy to be related to essure. The reporter commented: coils deployed bilaterally with essure. 3 visible coils each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful tubal occlusion with essure microfilaments.. Lot number: 901332 manufacturing date: 2011/09 expiration date: 2014/09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes/ fallopian tube was oozing blood from prolapsing through vaginal cuff'), neoplasm ('large tumor'), oophorectomy ('repeat/multiple surgeries / oophorectomy'), death ('client as deceased') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". The patient's medical history included menorrhagia, endometrial ablation, adenoma benign, luteal cyst of ovary, uterine fibroids, menstrual cramps, multiparous and abdominal pain generalized. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and complication of device removal ("complications during removal surgery"), was found to have neoplasm (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). Death occurred on an unknown date. The patient was treated with surgery (endometrial ablation in july and hysterectomy (full), salpingectomy (unilateral) on (B)(6)2012). Essure was removed on (B)(6) 2014. On (B)(6) 2012, the fallopian tube perforation had resolved. By the time of death, the neoplasm, oophorectomy and complication of device removal outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered complication of device removal, death, dysmenorrhoea, fallopian tube perforation, menorrhagia, neoplasm and oophorectomy to be related to essure. The reporter commented: coils deployed bilaterally with essure. 3 visible coils each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful tubal occlusion with essure microfilaments. Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received: previously reported event 'menorrhagia' made medical significant and intervention required due to added surgery. Lot number, lab data, medical history, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes/fallopian tube was oozing blood from prolapsing through vaginal cuff') and surgical procedure repeated ('repeat/multiple surgeries') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery" and device monitoring procedure not performed "essure confirmation test was not conducted". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and surgical procedure repeated (seriousness criterion medically significant) and was found to have neoplasm ("large tumor"). The patient was treated with surgery (date of additional surgeries (B)(6) 2014 and on (B)(6) 2012 - hyst (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, surgical procedure repeated and neoplasm outcome was unknown and the dysmenorrhoea and menorrhagia had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, neoplasm and surgical procedure repeated to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2012, (B)(6) 2012. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event injury was updated with new events - dysmennorhea (cramping), menorrhagia, perforation- fallopian tubes, large tumor and complications during removal surgery - repeat/multiple surgeries were added. Reporters information, patient demography were added. Outcome of event pelvic pain and menorrhagia was updated as recovered/resolved. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.